Manufacturer narrative:
The reported events of loss of capture and undersensing were not confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with dried blood/tissue. X-ray examination of the lead found stretched helix and severely overtorqued of the inner coil inside of the sensing ring region consistent with the procedural damage. Electrical testing did not find any conductor fracture but a short was noted due to over torqued inner coil consistent with procedure damage.

Manufacturer narrative:
This product is registered as a combination product. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an in-clinic follow up, loss of capture and undersensing were noted on the right ventricular (rv) lead. X-ray imaging was conducted which revealed lead slack concerns. The rv lead was explanted and replaced to resolve the event. The patient was stable with no consequences.